Event description:
During surgery a laparoscopic endo peanut dissector came apart during use. The radiopaque tip was retrieved and placed together in its original package and taken out of service. All was retrieved. Manufacturer response for laparoscopic dissector, endo peanut (per site reporter): the sales representative came into the hospital and is sending a box to return the product. The sales rep also took all of the information from the package.